Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver displayed several error messages. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver displayed several error messages. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no anomalies. Review of the electronic patient data file revealed various recorded alarms. However, the recorded alarms were typical and part of the designed performance of the driver. None of the alarms were indicative of a device malfunction. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. The companion 2 driver was serviced and passed all final performance testing. The reported issue posed a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.